Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated after completion of the first priming sequence. No evidence was found that would result in a failure of the needle mechanism to deploy or to retract properly following deployment. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.